Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer reports " ventilator went down on a patient with (B)(4), ventilation cancelled whilst in spont mode". Ventilator had to be swapped no harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: customer reports " ventilator went down on a patient with tf485001, tf446029, tf446026, ventilation cancelled whilst in spont mode". Ventilator had to be swapped. No harm or consequences.